Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.

Event description:
It was reported the patient was seen in the emergency department after experiencing inappropriate shocks due to oversensing of noise. It was also reported there had been intermittent high impedance. The lead was explanted and replaced due to fracture. No further patient complications were reported as a result of this event.